Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve (ID 828800) was implanted in a 70 year-old male patient with normal pressure hydrocephalus (nph) on (B)(6), 2023 with setting 5. The patient had subdural hemorrhage on (B)(6), 2023 so they performed decompressive craniotomy evacuation of haematoma and valve setting changed to 8. On (B)(6), 2023, an external ventricular drainage (evd) was inserted however the patient died on (B)(6), 2023.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10 certas valve (ID (B)(4)) was returned for evaluation. Device history record (DHR) - the product code (B)(4) with lot 6489614, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 7. The valve was visually inspected, the valve was dirty, a biological debris was noted in the motor and around the housing. The valve was hydrated. The valve passed the test for programming, occlusion, leak, reflux and pressure. Root cause analysis - no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause of the issue reported by the customer could be due to a buildup of biological debris and proteins interfering with the valve, given the biological debris found during the investigation. At the time of the investigation, no operational problems were noted.

Event description:
N/a